Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had urinary tract infections over two years and they would received antibiotics and ¿cybral (sp?)¿ from an hcp in (B)(6). There were no further complications reported or anticipated.